Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
(B)(4). Approximate age of device: 41 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with melena for 3 days, dizziness with standing, and a drop in hemoglobin. Anticoagulants at the time of event were aspirin, warfarin, and plavix. On (B)(6) 2017, it was reported that the hemoglobin decreased from 10.2 mg/dl in the emergency department, to 9.0 mg/dl on admission. Colonoscopy was unremarkable. Esophagogastroduodenoscopy (egd) showed a friable mucosa and one arteriovenous malformation (avm), no evidence of active bleeding. It was felt that these were the likely sources of bleeding; however, no interventions were performed. The patient did not receive any blood products. The patient was started on a daily proton pump inhibitor, and the dose of aspirin was reduced. No additional information was provided.